Event description:
Medtronic received a report that a stent encountered resistance at the distal end of the marksman catheter and the distal end of the catheter was damaged. The patient was undergoing surgery for treatment of a left internal carotid artery tandem aneurysm. It was noted the patient's vessel tortuosity was minimal. The access vessel was the femoral artery with a diameter of 9mm. It was reported that during treatment of a left internal carotid artery posterior communicating artery aneurysm, after the microcatheter marksman was in place and the ped-400-18 was delivered in place, it was found that the stent had great resistance when being pushed out of the microcatheter. After it was pushed out, it was found that the distal end of the stent was rough and opened poorly. The stent was deployed continuously, and the middle and proximal ends opened normally. During withdrawal of the push rod, the push rod got stuck at the distal end of the microcatheter and could not be withdrawn. The whole body was withdrawn from the body, and the micro-guidewire massage opened the distal end of the stent and the surgery ended. The reported device and any accessory devices were prepared and the catheter was flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Ancillary devices include a 8f guiding catheter, marksman microcatheter, and synchro guidewire.

Manufacturer narrative:
Continuation of d10: product ID fa-55150-1030 (lot: 227622209); product type: ; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that there was no damage observed to the pipeline pushwire or catheter. The pipeline was not placed in a vessel bend when it failed to open. Additional steps attempted to open the pipeline included microcatheter massage through the stent and the micro guidewire.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.